Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's father reported via phone call indicating that the customer's sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 177 mg/dl and the sensor glucose was 29.4 mg/dl at the time of the incident. The customer was receiving inaccurate low level alarms. The caller stated that the customer's blood glucose level reached 536 after eating. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the customer had a bent cannula due to incorrect taping practices. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced.